Event description:
It was reported the patient¿s pump ¿isn¿t working right¿. When asked to clarify, it was then reported their pump had flipped over and the health care provider (hcp) ¿can¿t get to the port¿. This had been going on since (B)(6) 2014. It was also reported the pump had been flipping and turning and stopped being able to be filled in (B)(6) 2014 due to the pump flipping. At the time of this report, the patient was going to have to go to the ER (emergency room) because she was in ¿so much pain¿. When asked when the pain started, it was reported it had ¿never been right¿ since they were implanted back in (B)(6) 2014. It was then reported it was ¿ok for a little bit¿ and that they were filling it ¿a little bit¿ in the beginning. The patient couldn¿t recall when her last refill had been. It was also reported the pump was supposed to be surgically replaced in (B)(6) 2015 however it wasn¿t done. It wasn¿t replaced at that time because the patent had an infection on their scalp and had to make sure the patient didn¿t have (B)(6) before they could do the replacement surgery. The patient couldn¿t remember when she got the infection. At the time of this report, the patient was in need of a new managing hcp due to receiving a letter from her hcp office that they were no longer managing pain patients. No further information was provided. The device system was used to deliver morphine. Additional information has been requested regarding the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).